Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. A gross visual examination was performed by an ogden complaint investigator at which time the bell housing (non-cavity ID end) was noted with witness marks consistent with what appeared to be compression damage. The damage was located to both the left and right of the hansen. Additionally, multiple fibers within the dialyzer housing were visually identified as being broken. The broken fibers were located within the same region as the damaged area of the bell housing (between approximately 210° to 330° as well as 30° to 120°). A laboratory bubble point leak test was not performed as the sheared fibers were visible during the gross visual examination. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot. There was no indication of product nonacceptance, deviation, non-conformance, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.